Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to mechanically ventilate during a case. The unit was switched to manual ventilation and the case was completed. There is no report of patient injury.

Manufacturer narrative:
This follow up report is a correction to the original report. The original report indicated that there was patient involvement but patient information was not available. Subsequently, the customer advised that the problem was identified prior to taking the patient into room and the defective anesthesia machine was swapped with another immediately.